Event description:
The patient reportedly experienced a decrease in performance. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.